Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure to treat a compression fracture with fixation at l1 -s1. It was reported that planning was completed by the surgeon. The clamp was chosen for surgical platform based on clinical indication and the surgeon's preference. During set-up 3 pt test, the rbt went to a trajectory that was unfamiliar to the manufacturer representative; this was followed by a lvdt-7 error. A spare rbt device was installed with the same result. The representative called technical services and then a local engineer. During technical service, the representative noticed that the bottom breaker was tripped. The representative reset the breaker and installed the original rbt device. A 27pt test was then done but with poor results and a lvdt-7 error occurred again. The second rbt device was tried and passed the advanced accuracy test and the team was able to proceed with the planned surgery at that time. The manufacturer representative reported issues with registration. A minor cross view was observed after multiple attempts at auto-segmentation. Semi-automatic segmentation attempted and failed. Manual segmentation and registration was achieved on the first try but had to be redone to include l3. Trajectories visually verified by the surgeon. Left side trajectories were placed accurately without issue but there were issues with right side trajectories. The representative reported that the surgeon repeatedly breached the lateral wall of right l1. Right l2 and right l3 were instrumented without issue but confirmation imaging revealed lateral deviation of right l2 and inferior deviation of right l3. The surgical team felt that the fracture that was present in the l2 vertebra could have caused some mobility of that anatomy. The cause of the l3 deviation was unknown. No patient harm was reported and surgery was delayed less than an hour.